Event description:
It was reported that within ten days of implant, the patient experienced several syncopal episodes and had fallen down, and non-capture was visualized. The patient's son further reported that the patient had trouble with dizziness, and that the "lead was faulty" and "the wire was loose." The patient further reported that the fall resulted in many bruises. It was also further reported that there were pauses in the patient's heart rate. Intermittent no output was noted, and there was concern that there was a lead fracture perhaps from the patient falling. The pocket was reopened, whereupon it was noted that the setscrew was loose and crooked, and could not be advanced or removed in order to insert a new setscrew. Testing of the lead found no insulation abnormality or coil fracture, and thresholds and sensitivities were normal. It was ultimately felt that the small amount of lead pin movement caused oversensing and consequently no ventricular output. The device was explanted and replaced, and the rv (right ventricular) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that within ten days of implant, the patient experienced several syncopal episodes and had fallen down, and non-capture was visualized. The patient's son further reported that the patient had trouble with dizziness, and that the "lead was faulty" and "the wire was loose." The pocket was reopened, whereupon it was noted that the setscrew was loose and crooked, and could not be advanced or removed in order to insert a new setscrew. The device was explanted and replaced, and the rv (right ventricular) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2005. (B)(4).